Event description:
Device report from synthes (B)(6) reports an event from (B)(6) as follows: it was reported on (B)(6) 2013 that there was a marking problem noted on an xray. The surgeon reported that the incident was linked to the insertion of a synthes clavicular plate with 6 holes for the left shoulder. The surgeon noticed that the marking on the plate did not correspond to left side on the xrays.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Additional narrative: lot number is either 7125827 or 7026822. Review of finished product device history record (part number 02.112.027, lot number 7026822, work order (B)(4), branch (B)(4)) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of finished product device history record (part number 02.112.027, lot number 7125827, work order (B)(4), branch (B)(4)) found a non-conformance where one piece from the order was missing the top-side laser etch. The part was reworked which encompassed laser etching the part and a 100% inspection. This non-conformance is related to the complaint condition and therefore makes this complaint indeterminate. Device was used for treatment, not diagnosis.

Event description:
The surgeon thinks that the marking left/right on the plate was reversed. Lot number is either 7125827 or 7026822. This is report 1 of 1 for complaint # (B)(4).